Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating their legs and thighs was feeling 'funny' and 'it feels a tingling in it'. Pt was asking for another doctor in their location because their previous healthcare provider (hcp) left. Agent reviewed sending a physician listing but pt didn't have email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient mentioned they had a hearing aid implanted today and when the healthcare provider put the hearing aid in their ear, the patient felt numbness and a tingling sensation going through their thighs and legs down to their feet. Patient mentioned they used an amplifier in their ears to make things lighter and noticed when they started charging their implanted neurostimulator, the amplifier seemed to do something to the stimulation. Patient wanted to know if there was a potential for interference between the spinal cord stimulator and hearing aid. Agent reviewed information with the patient. The patient was redirected to their healthcare provider to further address the issue.